Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate pain relief due to lead migration. The patient underwent a revision procedure wherein the lead and ipg were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.